Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause for the patient being sick and going to the bathroom was determined and it was not device related. The cause was not determined for the loss of therapeutic effect. The manufacturer representative reprogrammed the device. The patient had a sudden loss of therapeutic effect and it was unknown if the patient experienced a loss of stimulation. It was unknown how the patient was doing now.

Event description:
It was reported that the therapy was helping at first and the patient increased stimulation one day. The patient had a loss of therapeutic effect and thought they had to increase it again because it was not helping with their symptoms. The patient noticed last night they were going to the bathroom too many times and they did not feel stimulation. The patient did not increase stimulation 2 days ago because they were sick to their stomach and got up every 2 minutes to throw up anyways and was going to the bathroom at the same time. The patient was going to increase stimulation today and was not able to connect. The patient was implanted 6 days ago and still had bandages. The patient was able to connect and use the patient programmer before and today got the poor communication screen. The patient used the programmer and connected to the implantable neurostimulator (ins) right away now. The patient increased stimulation and confirmed it was working. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0u367, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).